Event description:
Reporter alleged blood glucose measured 231 mg/dl at 9:54pm, 495 mg/dl at 9:55 pm, and 161 mg/dl at 9:57 pm. As a result of the comparison, no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.